Manufacturer narrative:
Conclusions: failure to follow instructions (undersizing).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 47 mm diameter abdominal aortic aneurysm. It was reported that a CT/3d reconstruction done approximately two years after the index procedure revealed a distal type I endoleak from the left limb extension due to loss of seal with the left external iliac artery. The aneurysm sac had grown to 51 mm. Per the physician, the cause of the loss of seal leading to distal type I endoleak was due to either stent graft undersizing or dilation of the left external iliac artery. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the exact cause of the distal type I endoleak seen on the left limb leading to the aneurysm expansion could not be determined from the images provided. Both common iliac arteries are aneurysmal, and there is currently no stent graft radial apposition on the left side. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It is likely that there has been disease progression; iliac artery dilation. Thrombus up to 5mm thickness was seen within the aortic body, and a small amount of thrombus was also seen along the inner wall of both the contra limb (along the gate) and bifurcate ipsi limb. The cause could not be determined.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.